Manufacturer narrative:
Outcomes attributed to adverse event - death: date of the patient death is unknown. No alleged product malfunction of non-conformance that contributed to the reported event. All directions for use (dfu) were followed. In sheath wetting and continuous flush was maintained. The patient's anatomy was reportedly tortuous.

Event description:
It was reported during the coil embolization of an opthalmic artery aneurysm, the coil stretched resulting in approximately 10 cm of stretched coil protruding into the parent artery. The physician used two stents to pin the coil against the vessel wall in the internal carotid artery (ica). The patient subsequently expired. Information as to the cause of the patient's death and/or the relation to the reported device is unknown.